Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as medwatch #mw5073815. It was reported that a shaft break occurred and retrieval was required. The high-grade stenosis target lesion was located at the brachiocephalic junction of the left subclavian and internal jugular veins. Thrombus extended from this point peripherally to the graft venous anastomosis which also demonstrated a high-grade stenosis of the outflow vein at the elbow. A 6.0 x 150 135am mustang¿ balloon was placed across both areas of stenosis to de-bulk the thrombus and create a tract for the declot procedure. The catheter broke off into the graft and was successfully removed by snaring. The procedure was completed as expected following that event, with no immediate complications or injury.